Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced itching and hives after implant of the system. Surgical intervention may occur to explant the system.

Event description:
It was reported that surgical intervention occurred to explant the system, which addressed the issue.